Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a green image, two white spots in the image, charged coupled, device (ccd) glass was cracked, lg glass was defective, and water droplets in the light guide insertion rod. The issue identified during cleaning and disinfecting. There was no patient involvement.

Event description:
It was reported that the rigid video scope had a green image, two white spots in the image, charged coupled, device (ccd) glass was cracked, lg glass was defective, and water droplets in the light guide insertion rod. The issue identified during cleaning and disinfecting. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: uc sheath malfunction a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green image this event was caused by a component failure of the uc sheath. The cause of a component failure of the uc sheath could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.